Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2007. According to the complainant, post-procedure, the patient was hospitalized twice due to severe infections (specifics unknown) and swelling of her urethra. During this time, the patient required a catheter due to the inability to urinate normally (specifics unknown). The patient also needed large amounts of antibiotics for about a month. The patient continues to experience pelvic pain, back pain, inflammation, bowel incontinence, infections, urinary incontinence, urinary problems, and dyspareunia. According to the physician's office, the patient's post-operative problems included a full bladder/difficulty voiding, pain (specifics unknown), and painful intercourse. The date/s of onset are unknown, and the physician hasn't seen the patient in several years. All other information is unknown and unavailable.